Manufacturer narrative:
All information was investigated, and the returned device analysis was unable to confirm the reported device contamination with chemical or other material. The reported improper or incorrect procedure or method - failure to follow steps / instructions during procedure could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported improper or incorrect procedure or method/user error is associated with the user inserting the cds into the sgc without the clip introducer. A cause for the reported foreign material (fiber), however, cannot be determined as the returned device inspection did not confirm the reported foreign material on the device. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3+. A mitraclip xtw was loaded into the introducer. However, xtw was pushed out of the introducer and into the hemostatic valve without the introducer. The issue was safely resolved, and it was confirmed that no air was introduced into the steerable guide catheter (sgc), and the xtw was advanced into position above the mitral valve. However, while opening the clip, the tactile marker was checked, and a foreign body was observed on the posterior gripper. Due to the improper loading of the clip, the clip was then safely removed from the patient. While outside the patient, the xtw was examined and fibrous material on one of the arms of the clip and the gripper was observed. It was noted that the fibrous material did not appear to be from the patient. A new mitraclip xtw was prepared and deployed on the mitral valve, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.